Manufacturer narrative:
(B)(4): device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
When the physician was implanting the catheter in the child, he was trying to find the best position into the intrathecal space. When moving the catheter up and down, a loop was created. He tried to remove the catheter to reposition it but it broke and the distal part (30 cm long) remained in the intrathecal space. The physician then tried to reposition a new catheter. There was reported to be no pt injury. The pt outcome was reported as "he is ok". The physician planned to do regular and frequent follow-up with the pt. For subsequent event during the repositioning of the new catheter, see manufacturer's report# 3007566237-2011-04249.